Event description:
It was reported the insulin pump alarmed bad battery, customer's mother changed battery and the device later alarmed button error. The numbers on the device where also ramping on their own. Then device alarmed during manual prime. Customer's blood glucose was 387 mg/dl, treated with manual injection. Customer's mother reported the insulin was squirting out during manual prime. Customer's mother stated the insulin did not continue to drip after motor stopped during the manual prime process. Then the device went into rewind and now unable to get out of rewind loop. Customer's mother was advised to disconnect from the device. Customer's mother stated the drive support cap appeared to be normal and was not press. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive up arrow button due to flatten button dome switch. No scrolling numbers display anomaly noted. Unable to verify the error alarm or bad battery alarm due to no button response. The device also was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.